Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this event occurred during a procedure on (B)(6) 2012. Two synthes 1.5mm x 6mm screws were implanted into the temporal bone to secure down ligamental attachments. The 1.1mm drill bit was used to drill the hole for the screw. Then the screw was inserted. During insertion the screw has sheared halfway down the shaft. The tip was left in place. The head and remaining shaft were retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. The screw was received and evaluated, and confirmed to be sheared halfway down the shaft. The cross section surface shows no irregularities which indicate material conformity. The measurable dimensions, of the complained screws could not be checked for its specification as there were no lot numbers provided. The cause is unknown.